Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported close door alarms were confirmed as door jammed messages through review of the event history log, but were unable to be reproduced. The door was found to close with loaded set as expected. The unit was reworked per baxter's service procedure.

Event description:
It was reported that a spectrum pump alarmed "close door" when the door was already closed. It was also reported that there was no patient involvement.